Event description:
High frequency noise seen only on the atrial channel of the lead. Possible emi as the episodes occur around the same time each day. If emi is unconfirmed, discussed bringing in for further evaluation. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.